Event description:
Additional information received from the health care provider (hcp) indicated that MRI ruled out an epidural hematoma. The patient reported several symptoms but they all occurred following an epidural injection and there was no allegation against the device or therapy.

Event description:
It was reported that the patient was going to have an MRI of the lumbar spines for right leg weakness and to rule out epidural hematoma. The patient was an inpatient and was admitted to the hospital. It was unknown when they suspected the hematoma. It was later reported that the patient had another MRI of the head, which was not related to the device. It was noted that the labeling was confusing, which was why they needed to get clarification on doing head-only scan following the full body labeling. It was later reported that they did not know if the MRI's were related to the spinal cord stimulator (scs) or not. They did not have the results or diagnosis on the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 355024, lot# n310984, implanted: (B)(6) 2014, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID neu_label_acc, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).